Event description:
My freestyle libre 3 sensor is reporting blood glucose levels 30 points lower than the true bgl when measured by a finger prick and bgl reading of a blood droplet. The sensor ID is (B)(6), status (B)(6). I will try to obtain a complementary replacement, either through my pharmacist or from abbott diabetes care inc.